Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. A sheathogram was performed and the arterial access was confirmed in the common femoral artery. It was reported the device was inserted and deployed without difficulty. During the harvesting of the suture, the pre-tied knot unraveled. When tying a manual knot, the physician encountered "difficulty" due to "more than normal bleeding" around the sheath. The patient's blood pressure was reported to be 220/70. As the knot was being advanced to the arteriotomy site, it was reported the knot locked on the rail limb of the suture. The device was removed and manual compression was applied. A hematoma, "the size of a softball", developed distal to the access site. The patient receeived an unspecified medication to reverse the effects of heparin and subsequently, hemostasis was achieved after forty minutes of manual compression. The patient was then transferred to a "holding area" and a c-clamp was applied. It was reported that the patient's blood pressure was within normal limits at this time. The size of the hematoma did not increase and no additional intervention was needed. The patient was scheduled for a coronary atherectomy later that evening via access from the opposite groin. The next day, the patient was reported to be "doing fine". There is no report of further adverse patient sequelae.